Event description:
A distributor reported a malfunction with a customer's insulin pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support agreed to replace the pump, and the customer was instructed to store and return the faulty device using a pre-paid label within ten days. The customer was informed about using multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The faulty pump was to be put into storage mode before returning it.